Event description:
It was reported by service report that the brakes were not holding on the stretcher when engaged. It is unk if there was pt involvement, however, no adverse consequences are reported.